Event description:
It was reported that the pt lost therapeutic effect and had no stimulation sensation following a car accident a few days prior. The pt experienced acute pain and increased baseline pain. The car accident caused ligament damage in the leg and the pt had been unable to feel the stimulation since the accident. The hospital physician stated the x-rays showed the leads may have moved. The pt remained at home in fair condition. The pt had an appointment to see their following physician.